Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A customer reported that the probe did not cut during a surgery; however, it was aspirating. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
A probe sample was returned for evaluation. A review of the related device history records associated with reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and was deemed conforming. Actuation testing was performed and was deemed nonconforming. The cutter did not open or close fully in the port. Aspiration testing was performed and was deemed conforming. Cut testing was performed and deemed nonconforming. The probe did not cut at all. The probe was disassembled and the components inspected. There was approximately 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. Wear marks are present at the cutter bend area and cutting edge of the inner cutter. The actuation test was repeated on the disassembled probe and the test was then found to be conforming. The report evaluation does confirm that the probe cut function was not working properly. The root cause for the cutter stopping would be from a condition that prevented the inner cutter to move within the outer tubing which occurred at approximately 30 minutes of its surgical use. The mostly likely cause for this lack of movement is from a damaged inner cutting edge or foreign material impeding the movement of the cutter shaft. The shaft could also rub against other components in the engine, such as the o-rings or spacers. The exact reason for this restriction of movement cannot be determined from this evaluation, but the shaft resistance was eliminated when the probe was disassembled allowing for good movement of the cutter. (B)(4).